Event description:
New information received indicated that noise reversions and episodes of automatic mode switch due to atrial lead noise continued to be seen.

Event description:
New information received indicated that programming changes were made to address the atrial lead noise. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-05524. It was reported that multiple episodes of non-sustained ventricular oversensing due to ventricular and atrial lead noise were observed. The oversensing noise on the atrial lead caused episodes of automatic mode switch. Programming changes were made. The patient was asymptomatic and was stable before, during, and after the programming changes.